Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook instrument had broken tip and was not used on the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a broken monopolar yaw pulley at the distal clevis. Broken pieces are missing as a result of breakage. Size of missing piece is approximately 0.1165¿ x 0.0350¿. The complaint was confirmed by failure analysis.